Manufacturer narrative:
No damage was noted on the battery compartment during the inspection. The insulin pump had a cracked case near the display window corner, cracked display window, a cracked reservoir tube lip, cracked battery tube threads and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
No blood glucose levels reported. The customer reported cracks on the display corner of the insulin pump. The customer also reported cracks on the battery compartment of the insulin pump. No additional information was provided.